Manufacturer narrative:
H3 other text : device location unknown.

Event description:
The article 'the negligible influence of chronic obesity on hospitalization, clinical status, and complications in elective posterior lumbar interbody fusion' in international journal of chronic diseases volume 2016, article ID 2964625, was reviewed. In this prospective study, regression analysis was used to analyze the influence of the body mass index (bmi) on operating time, postoperative care, hospitalization time, type of post-discharge care, change in paresis or sensory deficits, pain level, wound complications, cerebrospinal fluid leakage, and implant complications. This study included 78 patients operated on between june 2006 and june 2007 and all patients were implanted with xia polyaxial screws. One patient experienced post-operative, "device breakage," and three patients experienced radiological signs of non-fusion and device loosening after 12-month follow-up.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
The article 'the negligible influence of chronic obesity on hospitalization, clinical status, and complications in elective posterior lumbar interbody fusion' in international journal of chronic diseases volume 2016, article ID 2964625, was reviewed. In this prospective study, regression analysis was used to analyze the influence of the body mass index (bmi) on operating time, postoperative care, hospitalization time, type of post-discharge care, change in paresis or sensory deficits, pain level, wound complications, cerebrospinal fluid leakage, and implant complications. This study included 78 patients operated on between june 2006 and june 2007 and all patients were implanted with xia polyaxial screws. One patient experienced post-operative, "device breakage," and three patients experienced radiological signs of non-fusion and device loosening after 12-month follow-up.